Event description:
It was reporter that an 18-year-old male with long qt syndrome received a subcutaneous implantable cardioverter defibrillator (s-ICD). One month later, he developed subxiphoid wound dehiscence with mucoid discharge, despite negative cultures. Revisions failed, leading to device removal and transvenous-implantable cardioverter defibrillator (tv-ICD) implantation. However, similar wound issues occurred postoperatively. With no known material allergies, skin testing was performed with previously used materials. Only the silk suture site developed mucoid discharge, indicating a localized reaction. A new tv-ICD was implanted on the right without silk, and the wound healed uneventfully over six months.